Event description:
Customer reports that 38 days following hernia repair, the skin around the suture became red and an abscess developed. The pt was given augmentin by mouth on 12/14/98. On 12/16/98 an incision and drainage was performed on the abscess.